Manufacturer narrative:
(B)(4). Maude report #: mw5086570. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you currently feeling? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date in 2011 and the mesh was implanted. It was reported that after a couple of years the patient¿s teeth began to crack and break until the patient was toothless. It was also reported that the patient started having stomach pains that resulted to vomiting all night every night until it became uncontrollable. It was reported that the patient had emergency surgery conducted and it was found that the mesh had become gangrenous.

Manufacturer narrative:
Date sent to FDA: 2/14/2020. Additional b5 narrative: it was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted.

Manufacturer narrative:
Additional method codes: 3331.